Event description:
It was reported that the subject device could not be recognized and did not display image. The issue was found at the beginning of an unknown procedure and the procedure was completed using a similar device. The device was inspected prior the procedure with no abnormality found. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus and the customer's allegation was not confirmed. The device evaluation did not find new reportable findings. Based on the results of the investigation, a definitive root cause could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.